Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. DHR information for (B)(4) - a review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that when they stop pressing the foot pedal the unit does not stop delivering energy. Changing the foot pedal did not resolve the problem. No patient involvement reported. Foot pedal used is unknown.